Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. UDI (di): (B)(4).

Event description:
It was reported that the patient experienced twiddlers syndrome and dislodged the lead. The lead was repositioned on (B)(6) 2009.